Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor that they insert had no needle. The customer's blood glucose level was 120 mg/dl. The customer mentioned that the needle of the sensor broke during insertion. Customer was not reporting that the sensor or introducer needle was fractured while in the body. The sensor will not be returned for analysis.